Event description:
The patient claimed that her blood glucose elevated to above 546 mg/dl while she managed her diabetes with the animas pump. On (B)(6) 2011, the patient awoke with a blood glucose reading of "155 mg/dl." Subsequently, her blood glucose began to rise rapidly to above 600 mg/dl. After the patient reportedly changed the infusion site, her blood glucose decreased to 300 mg/dl but then rose to 600 mg/dl again. The patient was concerned about whether the animas pump was working properly. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The patient reportedly was able to prime successfully with animas pump. It was noted that the keypad was intermittently working but there was no evidence the patient's insulin treatment via the pump was hindered due to the keypad issue. The animas representative concluded there was no mechanical delivery problem associated with the alleged event. It is not clear what contributed to the patient's elevated blood glucose. This complaint is being reported because the patient allegedly had blood glucose of over 600 mg/dl while she managed her diabetes with the animas pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.